Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedance values are typically around 80-90 ohms, but there are occasional jumps above 120 ohms. At this time, the patient is being monitored. The products remain in service. No adverse patient effects were reported.